Event description:
It was reported that during set reassembly outside the or, the knob of an aleutian an coronal inserter outer shaft/handle and inserter was jammed. There was no associated procedure with this event, therefore, no adverse consequences to any patients were seen. This report captures the inserter.

Manufacturer narrative:
The event was originally reported as a device jam, but based on device evaluation this has been corrected to device fracture. Upon inspection of the returned device, it was observed that the tip of the inserter was fractured. All other h6 coding has been updated to reflect device evaluation and investigation conclusion.

Event description:
It was reported that during set reassembly outside the or, the knob of an aleutian an coronal inserter outer shaft/handle and inserter was jammed. There was no associated procedure with this event, therefore, no adverse consequences to any patients were seen. This report captures the inserter. Upon inspection of the returned device, it was observed that the tip of the inserter was fractured.